Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 months of support, the patient presented with increasing ldh, hematuria and reduced pump flows. The hospital suspected thrombus in the device and while the patient was being evaluated for thrombus, it was determined that the patient was a candidate for recovery. The device was explanted due to suspected thrombus and the patient is being supported by the native heart.